Event description:
The report received indicated that the introducer fractured during removal from the pt's femoral vein.

Manufacturer narrative:
The product is available for eval; however, as of to date it has not been returned. Add'l info has been requested and will be submitted within 30 days upon receipt.